Event description:
On october 22, 2009, the facility notified baxter quality relations of a colleague triple channel volumetric infusion pump with a reported condition of "no audible alarm." The reported condition occurred either during set up or while infusing on a patient. At this time it is unknown if there was any patient injury or medical intervention was necessary. The facility does not wish to be contacted. This device utilizes user interface module master software (B) (4) categorized as unremediated.

Manufacturer narrative:
Evaluation summary: the reported condition of no audible alarm was not confirmed or duplicated. The speaker and back up beeper are operating within specification and are performing as designed when a failure occurs. (B) (4)